Event description:
A nurse reported the footswitch does not respond to commands intermittently. The equipment was sometimes rebooted and sometimes the touchscreen was used to proceed with surgery. There were no switchouts and the cases were completed with the same system. There were no pt injuries reported.

Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).